Manufacturer narrative:
When the instrument was returned for evaluation, we found that both jaws were broken off the distal end of the instrument. One jaw broke off inside patient and was retrieved. The hospital confirmed that other jaw was broken off in their sterile processing dept. The instrument has a date code of wv(9/14) and has been in use for approximately 4 years. Damage is consistent with mechanical or stress overload. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a sigmoid colectomy resection with da vinci robotic surgical system, doctor was grasping onto the bowel and one of the jaws broke off the instrument and fell inside the patient. They retrieved the broken piece and completed the procedure with no injury to the patient.